Manufacturer narrative:
Approximate age of device 5 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
The reference to the gi bleed from (B)(6) was reported in MFR. Report #2916596-2019-03625. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient had mild abdominal cramping followed by one episode of maroon colored stool with bright red blood on bathroom tissue and some blood in the toilet and it smelled like the patient's previous episode of melena. The patient also had an episode of lightheadedness but there was no fall or syncope. Inr was 2.8 at home with some elevated readings to 3.4 to 3.1 the previous week. The patient's warfarin dose was changed to 5 mg qhs (from 5 mg weekdays with 7.5 mg on saturdays and sundays). Goal inr is 2.0-2.5. The last episode of gastrointestinal bleed was in april and the patient has been on warfarin since their pulmonary embolism in 2011. The patient reported feeling more tired and fatigued for the last few days. Hemoglobin level went from 10 g/dl to 7.5 g/dl in 11 days with blood on digital rectal exam. The patient received an intravenous proton pump inhibitor and octrotide drip was initiated. The patient was scheduled for an esophagogastroduodenoscopy, capsule study and colonoscopy.